Manufacturer narrative:
The device has not been returned to the manufacturer at the time of this report. A supplemental report will be sent after the device evaluation if the device is received. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that during a procedure, the dissector jaw broke off into the patient. It was reported that the broken piece (about 1 inch long) was left inside the patient as it was the surgeon's decision to not perform exploratory surgery. An x-ray confirmed there was a linear metallic density in the left paramedian pelvis, likely representing the missing piece.

Manufacturer narrative:
The account returned the device stating the dissector jaw broke off in the patient. It has been confirmed that the blade on the device was broke off and was not returned with the complaint. The device was function tested and failed on both the min and max power positions. The device was sent to our engineering department for analysis of the composition of the blade. It is made from titanium (B)(4). The composition is consistent with an alloy made from (B)(4). The jaw was inspected under magnification to identify the point of initial contact and fracture. Unable to determine at what point or how the device became damaged. The titanium waveguide may have come in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The instructions for use for this system warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc. ) may result in unintended damage to tissue and/or device failure.